Manufacturer narrative:
This report is submitted on july 9, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure. The device analysis report is attached. This report is submitted on september 28, 2021.